Event description:
The patient was implanted with a vented electric left ventricular assist device. It was reported that the patient was hand pumping the lvad and hazard alarms were sounding. Subsequently, the device was successfully exchanged with another lvad.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.